Event description:
It was reported that during a ptca procedure the balloon was slow to inflate. Attempts to deflate the balloon with the indeflator were unsuccessful. Ultimately, deflation was achieved with three aspirations using a 30cc syringe. Reportedly there was no pt injury.